Event description:
Non-dehp continu-flo solution set was primed with chemo medication. It was notified that on arrival there was leaking from the tubing. Leak had been from an area away from any connections. Leaking tubing noted prior to reaching the patient. No staff or patient harm noted.